Event description:
It was reported that cartridge alarm 20 occurred on pump and that caller had experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer's blood glucose level. Customer planned to continue using current pump with an alternate method if necessary, and technical support arranged a replacement pump under warranty, provided instructions for storage mode and return of problematic pump within 10 days, confirmed shipping details, and informed customer to enter pump settings and connect continuous glucose monitor on replacement pump.